Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed speaker. The speaker was removed from the rear case and the cone was carefully cut away to expose the coil which revealed one side of the coil wire to be broke at the point of entry into the frame from the terminal block. The rear case which contains the speaker was replaced.

Event description:
It was reported that a spectrum pump had no audio. It was also reported there was no patient injury.